Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implantation, the patient has a superducted iol with bcva of 20/40. Additional information was provided by the surgery coordinator who reported that the case was a reposition. Seven weeks after the reposition, the patient had a yag, then the lens subluxed with vitreous in the ac. He has been referred out for a traditional lens and an anterior vitrectomy. The patient has some health issues so he hasn't pursued the surgery at this time.